Event description:
T2 failed to deploy, no spring back; actuator was stuck and unable to retract to pick up t2. Thus t1 was left in tn the patient.

Manufacturer narrative:
(B) (4): no product is being returned for evaluation.(B) (4)